Event description:
It was reported that the cardiac (9800) system displayed a low ma error during a case. Error was cleared and the case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage batteries. The system was tested and found to be working as intended and placed back into service.